Event description:
I had essure placed in 09. Within months I started having abdominal pain, headaches, weight gain, and depression. As the years progressed my symptoms worsened and became more complex. Four and a half years later I had debilitating wide spread pain, chronic fatigue, and severe abdominal pain as well as back pain, breast pain, dizziness, stabbing pelvic pain, anxiety, panic attacks, frequent urination, brain fog, loss of energy, dental issues, excessive vaginal discharge, lots of yeast infections, allergy and sinus problems, painful intercourse, kidney stones, and bladder infections. My doctors diagnosed me with fibromyalgia and chronic fatigue syndrome. Anxiety and depression.